Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to treat a recurrent hernia. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. In addition the patient has an open wound and infection. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed as well as a sterilization process review and found that the lot was manufactured to specification. No sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol composix mesh (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010:the patient underwent repair of an incarcerated incisional hernia. The patient was implanted with a bard/davol bard composix kugel (device #1). The patient suffered from chronic pain in her lower abdomen, constipation, an open wound that had trouble healing, and a recurrent hernia. On (B)(6) 2012: the patient underwent repair of a recurrent incisional hernia. It is alleged that the patient was implanted with a bard/davol composix mesh (device #2). The patient began to suffer chronic pain in her lower abdomen and constipation. The patient had an open wound that had trouble healing, and she required wound vac care to treat the incision. It is alleged that the patient has suffered from the open wound since 2012 and has had to continually treat seepages with bandages. The patient has also had to deal with infections related to the incision. The patient continues to experience these complications related to the bard/davol hernia mesh and will continue to suffer from them in the future. The patient's hernia mesh complications cause her pain and suffering, and physical impairment. It is alleged that the polypropylene surgical mesh bard/davol composix kugel (device #1) /bard/davol composix mesh (device #2) is defective. The patient has suffered and will continue to suffer permanent pain and suffering and disfigurement. It is alleged that the patient has suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages, among others: physical pain, mental anguish, disfigurement, physical impairment, and medical care and treatment.